Event description:
Event description guidant received information that this fineline lead showed a clear fracture on floroscopy. The lead was being explanted when the physician had removed as much of the lead as possible. A cardiovascular surgeon arrived and just cut the lead and allowed the remaining portion to slip back into the vessel. The lead was not capped but a portion of it remains in the patient. A new lead was implanted.